Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricular lead exhibited low pacing impedance and failure to capture. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.